Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided. This product is awaiting PMA.

Event description:
Advocate for (B)(6) customer stated the customer received a blood glucose reading of 57mg/dl on the contour next link 2.4. Two minutes later she fainted and was taken to the hospital. Treatment was not discussed. Usually the customer can withstand readings as low as 33mg/dl, so the mother of the patient felt the meter read too high. It was advised the strips be returned for evaluation. Strip information was not provided. A replacement meter was sent to the customer.